Event description:
Technical services received a call on 05/19/2011. Caller stated that he learned (B)(6) 2011, that this rv lead was explanted approximately one month to six weeks earlier due to an infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).